Manufacturer narrative:
(B)(4). Describe event or problem ¿ additional. Device availability ¿ additional. Date received by manufacturer ¿ additional. Additional information /device evaluation. Device evaluated by manufacturer ¿ additional. Event problem and evaluation codes ¿ additional.

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.